Manufacturer narrative:
Integra has completed their internal investigation. Results: the catheter was returned with ip2 kit installed. The catheter was secured in the licox ip2 introducer. Particulate matter that appears to be dried blood was present on the catheter and inside the ip2 bolt. Slight bent vent tube adjacent to the catheter white sleeve, one fiber was present at the bent location. The customer complaint is verified. The catheter has high readings due to no signal. The reported serial number (B)(4) is belonged to lot 305000323605 lot was mfg on february 2, 2015, and will be expired on march 31, 2017. A review of batch history record indicates that the catheter met the requirements before released to finished goods. Complaint history, model 110-4xx, from june 2014 through may-2015 reviewed, there were nine other complaints that issued with complaint code (B)(4), and one of them was confirmed. (B)(4). Conclusion: the reported customer complaint was verified. The returned catheter was functionally tested and the catheter failed to meet functional specifications due to optical fiber breakage towards the catheter distal end. The end user cannot be ruled out as the cause of the optical fiber breakage. This is based on the returned catheter's physical appearance and the complaint description. The directions for use for the camino model 11 0-4l cautions that "extreme bending and/or kinks can impair the performance of the fiber optic pressure transducer exercise caution when handling the catheter."

Event description:
It was reported that a 110-fl catheter was inserted at the bedside at the time of insertion of the ip2p. Two days after insertion but prior to the event the patient was being positioned for a CT scan. The head was tilted towards the floor so the icp elevated slightly. It returned to normal once the patient s was repositioned and the issue occurred soon after that camino icp reading jumped to a reading of 309-mmhg and alarm sounded stating 'out of accuracy range'. "I switched out the camino monitor for their second one an the same problem occurred'. Patient had to be sent to the operating room, for placement of an external ventricular drainage and camino monitor was disconnected. The pb02 readings were fine and bolt was left in place with both catheters. What was the outcome of the revision? Did the unit function properly? - an evd was placed and the camino catheter was disconnected from the monitor but left implanted. Further information received on 29may2015 - the bolt was implanted on (B)(6). When the patient was being transferred back to the ICU bed after CT scan, the camino lost waveform and had a reading of 309mmhg. It is not completely clear form the notes but it appears as though the incident happened on (B)(6) which is when an evd was placed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.